Event description:
It was reported the reamer head, broke off inside the canal during reaming for tibial nailing procedure. The reamer head broke off inside canal which was noticed through x-ray. Few reamer head fragments were left inside patient. Reamer head and shaft were stuck among each other. Surgery was successfully completed with a back-up reamer head and shaft without any surgical delay. Patient/status outcome was fine. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: (lot number): per device evaluation, the likely lot number for this device is 2427671, but this cannot be fully confirmed due to the condition of the device. Possibly manufactured in december, 2008 (based on the likely lot number of the device). Product investigation summary: the complaint condition for the 8.5mm medullary reamer head (352.085 lot number 21677) and the 5.0mm flexible shaft (352.040 lot number 2427671) was likely caused by over six years of use; however, this complaint is not a result of any design related deficiency. The 352.085 medullary reamer head and 352.040 5.0mm flexible shaft are instruments routinely used in the flexible reamers for intramedullary nails system. The 352.040 flexible shaft was returned and reported to have become stuck on the returned reamer head. This condition is confirmed; the distal prongs of the flexible shaft are deformed and the reamer head cannot be easily removed from the shaft. It is likely that the over six years of consistent use and sterilization cycles has led to this complaint condition. The proximal end of the shaft shows significant wear and the part and lot number etching is nearly unreadable. It is likely that the lot number is 2427671 but cannot be confirmed. Therefore, the device was likely manufactured in december 2008 and is over six years old. The balance of the device shows several scrapes and significant visible wear. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned devices does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that the over six years of consistent use and sterilization cycles has led to this complaint condition for both devices. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received. Without a lot number, the device history record review and the investigation could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.